Event description:
During incoming inspection at covidien (B)(4), the device sounded an activation tone even though the activation button was not pressed. There are no injuries involved.

Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.